Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a reset. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.